Event description:
The lay reporter/cousin contacted on behalf of the pt on (B) (6) 2010 alleging the lance holder was damaged on the pt's one touch lancing device. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The reporter mentioned that the pt has a lot of seizures and was unable/unwilling to verify whether the pt exhibited symptoms due to the reported issue. When the pt has seizures, he is treated with a sandwich and a soda. The pt was unable to test due to the damaged lancet holder. The alleged issue with the lancing device happened a couple of days prior to contacting lfs. The pt ate more food/drink due to not being able to test. On (B) (6) 2010, the pt went to the physician's office and was tested on the physician's meter and obtained a 260 mg/dl and was treated with insulin. The pt's product was replaced. No further clinical info. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt exhibited any symptoms and whether the pt went to the physician's office for a regular doctor's appointment. The complaint is being reported since the reporter alleged that due to the lancing device not working, he was unable to test and had to receive medical treatment at the physician's office for a blood glucose of 260 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.